Event description:
It was reported that a merlin.net transmission revealed that the patient received inappropriate atp therapy due to noise. The patient reported that he was using an electric razor at the time with malfunctioned and began sparking. Review of the egms revealed oversensing of non-physiological signals possibly associated to emi. The patient was brought in for evaluation and the noise was not reproduced with isometrics. The patient will be monitored.

Manufacturer narrative:
.